Event description:
The patient presented to the clinic, having experienced pain in the device pocket. Tissue inflammation and pus were observed at the pocket due to infection. The system was explanted and at a later date a new system was implanted to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.